Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation. It is unknown which lead was fractured, so both are being reported on.

Event description:
Related manufacturer reference number: 1627487-2020-04548, related manufacturer reference number: 1627487-2020-04552. It was reported that the patient was experiencing impedance issues on one lead. The patient was in need of an MRI, so as a result, surgical intervention was undertaken wherein the patient's lead and ipg were explanted and replaced. During the procedure, it was noted that the lead was fractured. Therapy was restored following the procedure.

Manufacturer narrative:
The reported high impedance was confirmed. The lead was returned with a kink in the lead body where all the internal wires were broken and separated. There was also a cam impression consistent with a swift-lock anchor 1cm proximal to the fracture. As there was no breach of the outer tubing, and high impedance was observed prior to the revision, the cause of the broken wires is consistent with an overstress condition or a sudden event the lead was subjected to while in vivo.